Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter.   Product return status: 4 devices were received.   Event confirmation status: 1 reported event was confirmed; the cause traced to component failure. 1 reported event was confirmed; the cause was unable to be established. 2 reported events were not confirmed. Evaluation results: 1 device was found to be affected by internal corroded components. 1 device was found to be affected by a leakage problem. 2 devices had no device problem found.   Additional information: 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.

Event description:
This report summarizes 4 malfunction events in which the device was reportedly leaking. 3 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.